Event description:
It was reported that during the implant attempt, the helix "wasn't working fine". The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. All conductors were distorted, the proximal conductor was flattened, and the distal conductor had blood/body fluid (not obstructed). The inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and there was tissue on the helix. Visual analysis revealed the lead was damaged at implant.